Event description:
The customer reported that the system wouldn't boot up.

Manufacturer narrative:
The ge service rep reload the applications software ver 6.15.3. Since the software was corrupted. The system functions as intended.